Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010, inr: 4.2, 3.7; (B)(6)2010, 4.5, 4.0. Doctor had pt stop taking warfarin due to results received on (B)(6)2010.